Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic colon resection, fap mechanism became not function during use, and there was a difficulty in inserting equipment to be used together. Fap mechanism was returned manually. The fap is a function of the device. The drag force is getting low during the operation. He mentioned the inner seal assembly did not back to center position, so he need to back the seal to center position manually in order to insert echelon. The same device was used as is to complete the case. There were no adverse consequences to the patient.